Event description:
Patient reported the pump was turning in the pocket until the catheter broke and the drug was not making it to the csf. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model#8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: unk. (B)(4).

Event description:
Additional information received reported the pump system never provided pain relief and it "never worked right." The pump "decided to chime whenever it wanted to." Multiple health care professionals (hcp) and a manufacturer representative claimed the pump was full, but that it still alarmed. The pump would flip and spin around. It turned sideways and the patient "could set a cup of coffee" on her side from the device sticking out. The catheter "shredded" from the pump spinning.

Event description:
It was later reported that the patient had 4 pumps in 10 years and all of them had been defective. It was noted that the health care professional did not tell the patient why 2 of the pumps were defective. It was noted that the one of the pumps clogged at the catheter site. The pump was used to infuse fentanyl and bupivacaine. Please refer to manufacturer report # 6000030-2012-00048, 3004209178-2012-02361, and 3007566237-2014-01809 for the other 3 cases of defective pumps. Please refer to manufacturer report # 6000030-2012-00048, 3004209178-2012-02361, and 3007566237-2014-01809 for the other 3 cases of defective pumps.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had "catheter occlusions" and "pump failures". The patient knew what a "failure note" was because, in 2007, when the "catheter occluded" the patient heard a critical note at that time. It was stated, "'they' said it was working, but it was in total failure". "It" totally failed out, then they changed it out in 2011. The catheter was occluding in the patients spine and "they left me with 3 catheters that are connected to nothing. It was stated "they keep removing the pumps and leaving the catheters in my spine". The drug in the pump contained was unknown.

Manufacturer narrative:
(B)(4).